Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after resetting, the malfunction code did not recur. The customer may continue using the pump and was advised to call back if the issue reoccurs. The customer acknowledged and understood this guidance.